Manufacturer narrative:
Other relevant components include: product ID 8709 lot# j0056643r serial# implanted: (B)(6)2001 explanted: (B)(6) 2017 product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained droperidol, bupivacaine, and dilaudid all with unknown concentrations and doses. It was reported the patient had a loss of pain relief. A catheter study was done showing restricted flow. A catheter revision and pump replacement occurred where it was discovered the catheter had an inflammatory mass wrapped around it in the spinal pocket. Both the pump and catheter were replaced on (B)(6) 2017. The pump and catheter were going to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.